Event description:
During the surgery, the inner package and the outer package were stuck together and they could not get the inner package out of the outer one. The implant was picked up by the scrub nurse and used. There was no adverse outcome to the pt or the user.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.